Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection detected cuts in the insulation that are probably a result of the operation process. Blood had entered into the lead at that site. The analysis did not show any further deviations that could be related to the clinical complaint. The screw rotation numbers were within the specification, and the fixation was without anomalies. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly.in summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that 5 days after the implantation, the lead was explanted and replaced due to dislodgement.